Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional patient/event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that an end user stated that he ¿did not receive a shipment of lubricant to use with his gentle cath tiemann catheters; therefore, he used his own lubricant and got an infection.¿ although requested, no further patient or event details were provided.